Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked on/off switch, cleaned both solenoid driver board and power supply board. During checks the unit continued to switch on and off. The fse replaced on/off switch cable and checked that the system it is working fine. The unit passed all functional and safety tests per factory specifications and was returned to customer.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) on/off switch not working properly. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) on/off switch was not working properly. There was no patient harm reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.